Event description:
The complainant reported that during an angiography procedure the stopcock rotator came apart. No harm or injury to the patient was reported.

Manufacturer narrative:
Evaluation codes: conclusions: other, merit has not yet received the suspect device. The device will be evaluated when it is received. An investigation will be performed, and a follow-up report will be submitted when additional information is available.